Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted a call service alarm that was not able to be cleared. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: review of the black box and alarm history review shows multiple persistent call service alarms on the reported event date of 10/29/2013. On investigation, the pump powered on normally and displayed the verify screen per normal operation. The pump alarmed with call service alarm that could not be cleared. The display, the auditory and the vibration alerts were fully functional. The pump was opened for investigation and revealed a failed component on the printed circuit board.